Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation auto CPAP device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
In previously submitted report, report source in box g was incorrect. In this report, section report source in box g has been updated/corrected.